Event description:
The manufacturer became aware of an allegation of recert - dreamstation auto CPAP that the patient alleges that the device malfunction/loud noise. A device was returned to manufacturer. During the evaluation of the device, they cannot confirm the allegation of ¿loud¿, confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, confirmed the presence of contamination in the airpath suggests a source external to the device. In addition to above findings, unknown dust/dirt contamination present on all surfaces on base unit, also notes a blackish in color residue present on the side panel outlet where the device would mate with a humidifier, slight unknown dust/dirt and fiber contamination within bottom enclosure and blower housing, unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination, the presence of contamination throughout the airpath suggests a source external to the device. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.